Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: what were the indications for surgery? Indications for surgery-radial nephrectomy. The surgeon fired across the renal artery and vein at the same time. Was device eventually able to be completely closed prior to firing? The surgeon says the closing handle was difficult to close what is the surgeon¿s experience with device? He has used the stapler multiple time for many years were any clips used in the vicinity of device firing? There were no clips present. What was done in attempt to fire device completely? He closed the firing trigger and said force to fire was difficult. He thinks the knife blade partial fired and came home. The renal artery was the source of bleeding. How was the bleeding addressed? The surgeon used his hand to pinch the renal artery until a vascular surgeon came into the room the repair the vessel. What is the current patient status? The patient required a transfusion and is doing ok.

Event description:
It was reported that during a laparoscopic nephrectomy, the doctor fired the stapler across either the renal artery or vein, the stapler partially fired and when the stapler was opened, the patient started bleeding. The patient lost two liters of blood. The artery did not transect the whole way that's where the bleeding was coming from was the renal artery. First the surgeon squeezed the closing trigger to close the jaws, it didn't close plastic to plastic. When they squeezed the knife blade it did not go the whole way only three fourths of the way. This was a hand assisted case so the surgeon got in with their hands to stop the bleeding. A vascular surgeon was called in. The patient did require a transfusion. The procedure was completed using a 45 mm endocutter.